Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement, noise was observed on the right ventricular (rv) lead. The noise led to a high capture threshold and inhibition of pacing. The rv lead was capped and replaced and the ICD was electively replaced. The patient's condition was stable following the procedure.